Event description:
The user site reported that during a selenia dimensions mammography system patient exam on (B)(6) 2026, a jerking motion of the gantry was observed at the beginning of the tomosynthesis (tomo) sweep. The technologist at the user site reported that the jerking motion shook the face shield as well. No user or patient injury was reported. Hologic field service engineers (fse) were dispatched to investigate the device and observed that the vertical travel assembly (vta) rotational hardware was loose. The fses tightened the hardware and verified that the jerking motion had stopped. The fses reported that the user site was able to use the device, however an upgrade was required. The fses observed that the vta had loose bolts and installed new vta bolts. The fses completed system calibrations and verified that the system is now operating according to manufacturer specifications. No further information is currently available.